Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 5147906, model/catalog description: infinion cx lead kit, 70 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 352763, model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief due to leads high impedances. The patient was also feeling sharp sensation in the mid back. The patient underwent a lead and ipg replacement procedure and was doing well postoperatively.